Manufacturer narrative:
The device was not returned for evaluation. Code 86: evaluation of event based on manufacturing and qc procedures and history of device related to this event. Code 200: no details of the vasoseal procedure were available. However, co's experience with this type of event has shown co that sheath separations can occur when the passage of collagen through the vasoseal sheath has been restricted. Restrictions are usually the result of deformities in the sheath which have been introduced during the clinical procedure. If the user continues to deploy the collagen the sheath can be stressed to the point where a separation will occur. The IFU instructs the user to discontinue the procedure if resistance is experienced and to make sure the white sheath is removed intact with its colored hub.